Event description:
It is reported that the device was implanted in 2006 and revised in 2009, due to the tibial baseplate being loose. The pt was seen in the office due to right knee pain. X-rays show tibial subsidence. Operatively, tibial grossly loose. Femur was well fixed. Revised to lcck femur, 3 degree tibial with stems and p/s poly. Loosening due to unk factor, fall is questionable.

Manufacturer narrative:
Eval summary: the femoral component, articular surface, and tibial tray were returned for eval. The femoral component still has large quantities of bone cement with some bone still firmly attached. The product experience report states that the femoral component was well fixed operatively. Two x-rays were returned for review, however, no additional sight could be gained from them. The bottom of the tibial baseplate has very little remaining cement. The articular surface has several signs of damage including slight pitting on the condylar surfaces, slight signs of micromotion on the distal surface, and a severe gouge on the anterior portion of the distal face that most likely occurred as a result of an osteotome or similar device being used to extract the articular surface. The product experience report mentions the pt may have sustained a fall; while impact load may have contributed to the loosening of the tibial baseplate, the contribution of the fall to the complaint can not be concluded. Based on the available info, a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.